Event description:
It was reported that a home pt noted air in the IV line below the filter, between the filter and the pt catheter, during the ramp-up phase of tpn therapy. The IV set was changed out and a different set was used. No medical or surgical intervention was required.